Event description:
It was reported that the charging pad for the ilet did not display a green indicator light when connected to power, and the light did not blink when tested on an alternate outlet; the device battery was at 32 percent and a replacement charging pad was provided. Customer care provided support which included basic troubleshooting. Investigation of this case revealed a suspected charger malfunction with failure of the indicator light to illuminate. No adverse clinical effects reported. Outcomes included no impact to blood glucose control, no alarms, and continued use pending receipt of replacement supplies. It was concluded that the charging pad was not functioning as intended.